Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (50mg/ml at 2.5mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a non-flowing catheter. The issue was identified during follow-up and the patient noting a loss of pain relief. A catheter access port (cap) study was performed as diagnostics/troubleshooting. The action/intervention taken to resolve the issue included a catheter revision. The issue was resolved at the time of the report. The patient status at the time of this report was "alive - no injury." If additional information is received, a follow-up report will be sent.